Event description:
Customer reported frayed cord and sparked. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Device was not returned for inspection therefore a root cause analysis was not possible. Although there was no reported injury with this event, if the report of sparking and frayed wires in the device were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this even